Manufacturer narrative:
Manufacturer's investigation results indicate that the guide catheter was too large compared to the internal diameter of the stent. However, the size of the guide catheter, vessel diameter and stent are unknown the reporting facility is not willing to provide additional details regarding the reported event.

Event description:
Physician performed successful aspiration on acute mi (B)(6) male using the pronto lp. When removing the device, resistance was met and report states the guidewire was stuck in the strut of a stent; the pronto lp was deeply seated in the anatomy and away from the guide catheter. Physician then used the guide catheter to compress against the stent and remove the pronto lp. Once removed, the physician noticed the device had broken inside of the patient.